Manufacturer narrative:
This device was not returned to mmdg for evaluation and no lot number was provided. Mmdg was unable to test the device or perform a DHR, and therefore was unable to replicate or confirm the reported complaint.

Event description:
The initial reporter stated that per a quality report the patients tubing broke and leaked. They also stated that the patient was instructed to stop the infusion and clamp the tubing. Mmdg made multiple attempts to contact the initial reporter to obtain further information, however these attempts were unsuccessful. (B)(4).